Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a3b: gender: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. It is possible that the carrier tube was damaged due to off-axis loading during device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that after the insertion sheath was inserted into the artery, the angio-seal device could not be smoothly inserted into the insertion sheath. The device was once removed, and the middle of the carrier tube was found to be kinked. The insertion sheath was removed with the guidewire from the patient and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. No rebleeding or other complications have occurred to date. The estimated blood loss was less than 250cc's. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 7 mm. No equipment or other devices were used with the angio-seal.